Manufacturer narrative:
H10. Additional manufacturer narrative: refer to MDR report numbers 2015691-2020-11940 and 2015691-2020-11780 for additional events related to same patient. H11. Corrected data: added additional information to fields after re-review of information received.

Event description:
Patient was also reported to have coarctation of aorta.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Inadvertently left out DHR result in previous MDR. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: UDI number: (B)(4). The clinical observation was confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have impacted the event. Added information to d4, h6. H11. Corrected data: added to b2, d1 based on information received and re-review.

Event description:
Edwards received information a patient with a 23mm edwards surgical valve implanted one year underwent valve-in-valve procedure due to prosthetic valve stenosis and insufficiency. Patient presented with congestive heart failure. A 23mm sapien 3 ultra was implanted inside the 23mm valve. Transthoracic echo and angiogram showed a well-seated valve without insufficiency. Patient tolerated the procedure without difficulty and was transferred to recovery area with stable vitals and alert. Patient was discharged on post-operative day zero.